Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced distal and proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the distal suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, several errors pointing to arm net 4. The fault occurred at the end of the procedure and surgeon had been able to finish the procedure without arm 4. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The proximal set-up joint (suj) was returned for failure analysis due to error 23065 on arm 4. The error was confirmed as having occurred in the field but was not replicated in-house. The unit was tested on a patient side cart fixture test platform (pftp), and all tests passed. During the investigation, several errors were found, and the other errors all pointed to the axis controller unit (acu), but also to voltage errors, which can be caused by the horizontal brake. The distal set up joint (suj) was returned for failure analysis due to error 23065. The error was confirmed as having occurred in the field but was not replicated in-house. The unit was tested on a pftp. Logs were reviewed and showed error 32097 for the distal suj.